Event description:
Per dealer tie wraps are defective. Per repair statement attached unit has low o2 and yellow light alarming.

Manufacturer narrative:
Per repair statement attached unit has low o2 and yellow light alarming.